Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the adapter was received with a reload attached. There was a piece of the reload adapter stuck in the distal end of the adapter. The distal portion of the reload adapter was attached to the adapter by the articulation flag. The firing rod trilobed was sunken below the proximal cap. It was reported that the device locked on tissue and did not fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: there were articulation calibration errors and calibration turns errors. The most likely cause could not be established from the information available. Another unreported condition was identified: the firing rod and articulation mechanism not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown) sigphandle, sig power sigphandle handle (sn# unknown) sigpshell, sig power sigpshell control shell (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during robotic laparoscopic proximal gastrectomy, on esophageal transection, when approaching the tissue, the device entered the firing mode but it could not be fired. The jaws were locked in the the issue and could not be opened. It was also noted that the connection between the proximal part of the reload and adapter tip was broken. The reload was removed by using forceps to slide it off the tissue, as it stopped in the middle and would not move even when the manual adapter tool was used. There was no patient injury.